Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("essure coil was half protruding outside the uterine wall"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("she had an abortion") in a 30-year-old female patient who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2007). Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome, cervicalgia, joint pain, hypoaesthesia, retained ovarian follicle, ectopic pregnancy, uterine bleeding and soft tissue foreign body. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety / mental anguish"), depression ("depression"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pain in extremity ("arm pain / legs pain"), back pain ("back area pain"), abdominal pain ("abdominal pain"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea ( cramping )"), fatigue ("fatigue") and alopecia ("hairloss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, migraine, headache, pain in extremity, back pain, abdominal pain, dysmenorrhoea, fatigue and alopecia outcome was unknown, the dyspareunia was resolving and the weight decreased and rash had resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. (B)(4) is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. On (B)(6) 2010 : ectopic pregnancy test - serum: positive. On (B)(6) 2017: final pathologic diagnosis: fallopian tubes , bilateral, partial removal, complete cross section identified. Concerning the injuries reported in this case, the following ones described: arthralgia, hypoaesthesia, ovarian cyst, ectopic pregnancy, uterine bleeding soft tissues, foreign body. & cnfirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain, alopecia, pelvic pain, dysmenorrhea and expulsion of essure micor-insert in patient medical record. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. New reporters added and case updated to medically confirm . Patient¿s demographic information, other relevant history updated. Essure lot number updated and removal date was added. New events dysmenorrhea, fatigue and alopecia were added from pfs and event coil was half protruding outside the uterine wall was added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("essure coil was half protruding outside the uterine wall"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("she had an abortion") in a 30-year-old female patient who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (20jul1994, 17nov1996, 17jul1998, 22jan2007). Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome, cervicalgia, joint pain, hypoaesthesia, retained ovarian follicle, ectopic pregnancy, uterine bleeding and soft tissue foreign body. In october 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("severe anxiety / mental anguish"), depression ("depression"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pain in extremity ("arm pain / legs pain"), back pain ("back area pain"), abdominal pain ("abdominal pain"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea ( cramping )"), fatigue ("fatigue") and alopecia ("hairloss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, migraine, headache, pain in extremity, back pain, abdominal pain, dysmenorrhoea, fatigue and alopecia outcome was unknown, the dyspareunia was resolving and the weight decreased and rash had resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. (B)(6) is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases (B)(6) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. 28-aug-2010 : ectopic pregnancy test - serum: positive. On 02-may-2017: final pathologic diagnosis: fallopian tubes , bilateral, partial removal, complete cross section identified. ¿¿concerning the injuries reported in this case, the following ones described: arthralgia, hypoaesthesia, ovarian cyst, ectopic pregnancy, uterine bleeding soft tissues, foreign body. & cnfirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain, alopecia, pelvic pain, dysmenorrhea and expulsion of essure micor-insert in patient medical record. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. On 20-aug-2018: upon routine quality monitoring activity, listedness for event abortion of ectopic pregnancy was updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), uterine perforation ('perforation (uterus) / essure coil was half protruding outside the uterine wall / migration of essure device location of device: right cornua'), fallopian tube perforation ('fallopian tube perforation'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('she had an abortion') in a 30-year-old female patient who had essure (batch no. 624496, 524496- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff had not undergone essure confirmation test.". The patient's medical history included multi gravida, parity 4 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2007), pregnancy termination, spontaneous abortion, c-section, miscarriage and cyst removal. Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome, cervicalgia, joint pain, hypoaesthesia, retained ovarian follicle, ectopic pregnancy, uterine bleeding, soft tissue foreign body, carpal tunnel syndrome, bipolar disorder, depression and anxiety. Concomitant products included capecitabine;oxaliplatin (xelox), desloratadine (delotad), gabapentin since 2008, lisinopril since 2010, methadone since 2008, morphine, naproxen since 2008, omeprazole, oxycodone hydrochloride;paracetamol (percocet) since 2008, topiramate (topamax) since 2008 and zingiber officinale rhizome (zinax) since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urticaria ("hives"). On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced anxiety ("severe anxiety / mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea ( cramping )"), alopecia ("hairloss") and hypoaesthesia ("autoimmune disorder type of disorder: numbness of extremities"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pain in extremity ("arm pain / legs pain /"), back pain ("back area pain/lower back area"), rash ("rashes"), fatigue ("fatigue"), pollakiuria ("bladder or urinary problem or changes frequency") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes), cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, weight decreased, pain in extremity, back pain, abdominal pain, rash, urinary tract infection, pollakiuria and neck pain had resolved, the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menorrhagia, anxiety, depression, urticaria, migraine, headache, dysmenorrhoea, fatigue, alopecia and hypoaesthesia outcome was unknown and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, pollakiuria, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. (B)(4) is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases (B)(4) respectively. Treatment received for pain , bleeding, ectopic pregnancy ,migration, perforation , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6) 2010 : ectopic pregnancy test - serum: positive on (B)(6) 2017: final pathologic diagnosis: fallopian tubes , bilateral, partial removal, complete cross section identified. Patient's current weight 185 lbs. ¿concerning the injuries reported in this case, the following ones described: arthralgia, hypoaesthesia, ovarian cyst, ectopic pregnancy, uterine bleeding soft tissues, foreign body. & cnfirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain, alopecia, pelvic pain, dysmenorrhea and expulsion of essure micor-insert in patient medical record. Lot number 524496 is invalid. Lot number: 624496 manufacture date: 2007/05 expiration date: 2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus) / essure coil was half protruding outside the uterine wall / migration of essure device location of device: uterus"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("she had an abortion") in a 30-year-old female patient (gravida 8, para 1) who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2007). Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome, cervicalgia, joint pain, hypoaesthesia, retained ovarian follicle, ectopic pregnancy, uterine bleeding and soft tissue foreign body. Concomitant products included gabapentin since 2008, lisinopril since 2010, methadone since 2008, naproxen since 2008, oxycocet (percocet) since 2008, topiramate (topamax) since 2008 and zingiber officinale rhizome (zinax) since 2008. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urticaria ("hives"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced anxiety ("severe anxiety / mental anguish") and depression ("depression"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea ( cramping )"). On (B)(6)2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain in extremity ("arm pain / legs pain /"), back pain ("back area pain"), abdominal pain ("abdominal pain"), rash ("rashes"), fatigue ("fatigue"), alopecia ("hairloss"), urinary tract infection ("urinary tract infection "), hypoaesthesia ("autoimmune disorder type of disorder: numbness of extremities"), pollakiuria ("bladder or urinary problem or changes frequency") and neck pain ("neck pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain, uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, migraine, headache, pain in extremity, back pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, urinary tract infection, hypoaesthesia, pollakiuria and neck pain outcome was unknown, the dyspareunia was resolving and the weight decreased and rash had resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, hypoaesthesia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, pollakiuria, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. 2017-227799 is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases 2018-114116, 2018-115833 and 2018-116147 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6)2010 : ectopic pregnancy test - serum: positive on 02-may-2017: final pathologic diagnosis: fallopian tubes , bilateral, partial removal, complete cross section identified. Patient's current weight 185 lbs. ¿¿concerning the injuries reported in this case, the following ones described: arthralgia, hypoaesthesia, ovarian cyst, ectopic pregnancy, uterine bleeding soft tissues, foreign body. & cnfirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain, alopecia, pelvic pain, dysmenorrhea and expulsion of essure micor-insert in patient medical record. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Concomitant drug were added. Events added per pfs urinary frequency, autoimmune disorder type of disorder: numbness of extremities, neck pain, urinary tract infection, urinary frequency, pt updated for device expulsion to uterine perforation. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Thi retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus) / essure coil was half protruding outside the uterine wall / migration of essure device location of device: uterus"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("she had an abortion") in a 30-year-old female patient (gravida 8, para 1) who had essure (batch no. 624496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2007). Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome, cervicalgia, joint pain, hypoaesthesia, retained ovarian follicle, ectopic pregnancy, uterine bleeding and soft tissue foreign body. Concomitant products included gabapentin since 2008, lisinopril since 2010, methadone since 2008, naproxen since 2008, oxycocet (percocet) since 2008, topiramate (topamax) since 2008 and zingiber officinale rhizome (zinax) since 2008. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urticaria ("hives"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced anxiety ("severe anxiety / mental anguish") and depression ("depression"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea ( cramping )"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain in extremity ("arm pain / legs pain /"), back pain ("back area pain"), abdominal pain ("abdominal pain"), rash ("rashes"), fatigue ("fatigue"), alopecia ("hairloss"), urinary tract infection ("urinary tract infection "), hypoaesthesia ("autoimmune disorder type of disorder: numbness of extremities"), pollakiuria ("bladder or urinary problem or changes frequency") and neck pain ("neck pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain, uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, migraine, headache, pain in extremity, back pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, urinary tract infection, hypoaesthesia, pollakiuria and neck pain outcome was unknown, the dyspareunia was resolving and the weight decreased and rash had resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, hypoaesthesia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, pollakiuria, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. (B)(4) is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6) 2010 : ectopic pregnancy test - serum: positive. On (B)(6) 2017: final pathologic diagnosis: fallopian tubes , bilateral, partial removal, complete cross section identified. Patient's current weight 185 lbs. ¿¿concerning the injuries reported in this case, the following ones described: arthralgia, hypoaesthesia, ovarian cyst, ectopic pregnancy, uterine bleeding soft tissues, foreign body. & cnfirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain, alopecia, pelvic pain, dysmenorrhea and expulsion of essure micor-insert in patient medical record. Lot number 524496 is invalid. Lot number: 624496 manufacture date: 2007/05 expiration date: 2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("she had an abortion") in a 30-year-old female patient who had essure (batch no. 524496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2007). Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome and cervicalgia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On the same day, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("severe anxiety / mental anguish"), depression ("depression"), urticaria ("hives"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), pain in extremity ("arm pain / legs pain"), back pain ("back area pain"), abdominal pain ("abdominal pain") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, anxiety, depression, urticaria, migraine, headache, pain in extremity, back pain and abdominal pain outcome was unknown, the dyspareunia was resolving and the weight decreased and rash had resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, back pain, depression, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, urticaria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. (B)(4) is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6) 2010 : ectopic pregnancy test - serum: positive ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), severe anxiety, depression, hives, migraines, headaches, dyspareunia (painful sexual intercourse), weight loss, pregnancy (ectopic), device ineffective, arm pain, legs pain, back area pain, abdominal pain, rashes, she had an abortion, plaintiff had not undergone essure confirmation test.", reporter, lot number added from pfs. Concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), uterine perforation ('perforation (uterus) / essure coil was half protruding outside the uterine wall / migration of essure device location of device: right cornua'), fallopian tube perforation ('fallopian tube perforation'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('she had an abortion') in a 30-year-old female patient who had essure (batch no. 624496, 524496- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff had not undergone essure confirmation test.". The patient's medical history included multi gravida, parity 4 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2007), pregnancy termination, spontaneous abortion, c-section, miscarriage and cyst removal. Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome, cervicalgia, joint pain, hypoaesthesia, retained ovarian follicle, ectopic pregnancy, uterine bleeding, soft tissue foreign body, carpal tunnel syndrome, bipolar disorder, depression and anxiety. Concomitant products included capecitabine;oxaliplatin (xelox), desloratadine (delotad), gabapentin since 2008, lisinopril since 2010, methadone since 2008, morphine, naproxen since 2008, omeprazole, oxycodone hydrochloride;paracetamol (percocet) since 2008, topiramate (topamax) since 2008 and zingiber officinale rhizome (zinax) since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urticaria ("hives"). On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced anxiety ("severe anxiety / mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea ( cramping )"), alopecia ("hairloss") and hypoaesthesia ("autoimmune disorder type of disorder: numbness of extremities"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pain in extremity ("arm pain / legs pain /"), back pain ("back area pain/lower back area"), rash ("rashes"), fatigue ("fatigue"), pollakiuria ("bladder or urinary problem or changes frequency") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes), cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, weight decreased, pain in extremity, back pain, abdominal pain, rash, urinary tract infection, pollakiuria and neck pain had resolved, the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menorrhagia, anxiety, depression, urticaria, migraine, headache, dysmenorrhoea, fatigue, alopecia and hypoaesthesia outcome was unknown and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, pollakiuria, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. 2017-227799 is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases (B)(4) respectively. Treatment received for pain , bleeding, ectopic pregnancy ,migration, perforation , bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6) 2010 : ectopic pregnancy test - serum: positive on (B)(6) 2017: final pathologic diagnosis: fallopian tubes , bilateral, partial removal, complete cross section identified. Patient's current weight 185 lbs . ¿¿concerning the injuries reported in this case, the following ones described: arthralgia, hypoaesthesia, ovarian cyst, ectopic pregnancy, uterine bleeding soft tissues, foreign body. & confirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain, alopecia, pelvic pain, dysmenorrhea and expulsion of essure micor-insert in patient medical record. Lot number 524496 is invalid. Lot number: 624496. Manufacture date: 2007/05. Expiration date: 2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: psf received. Event-fallopian tube perforation added. Outcome of event : pain/ pelvic pain , abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia) ,arm pain / legs pain , back area pain/lower back area , abdominal pain, neck pain , pollakiuria, uti was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), uterine perforation ('perforation (uterus) / essure coil was half protruding outside the uterine wall / migration of essure device location of device: right cornua'), fallopian tube perforation ('fallopian tube perforation'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('she had an abortion') in a 30-year-old female patient who had essure (batch no. 624496, 524496- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff had not undergone essure confirmation test.". The patient's medical history included multi gravida, parity 4 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2007), pregnancy termination, spontaneous abortion, c-section, miscarriage and cyst removal. Concurrent conditions included obesity, urinary frequency, tooth pain, gastritis, gerd, pancreatitis, cholecystitis, flank pain, cough, ovarian cyst, neck pain, obstructive sleep apnea syndrome, cervicalgia, joint pain, hypoaesthesia, retained ovarian follicle, ectopic pregnancy, uterine bleeding, soft tissue foreign body, carpal tunnel syndrome, bipolar disorder, depression and anxiety. Concomitant products included capecitabine;oxaliplatin (xelox), desloratadine (delotad), gabapentin since 2008, lisinopril since 2010, methadone since 2008, morphine, naproxen since 2008, omeprazole, oxycodone hydrochloride; paracetamol (percocet) since 2008, topiramate (topamax) since 2008 and zingiber officinale rhizome (zinax) since 2008. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urticaria ("hives"). On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced anxiety ("severe anxiety / mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea ( cramping )"), alopecia ("hairloss") and hypoaesthesia ("autoimmune disorder type of disorder: numbness of extremities"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pain in extremity ("arm pain / legs pain /"), back pain ("back area pain/lower back area"), rash ("rashes"), fatigue ("fatigue"), pollakiuria ("bladder or urinary problem or changes frequency") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes), cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, weight decreased, pain in extremity, back pain, abdominal pain, rash, urinary tract infection, pollakiuria and neck pain had resolved, the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menorrhagia, anxiety, depression, urticaria, migraine, headache, dysmenorrhoea, fatigue, alopecia and hypoaesthesia outcome was unknown and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, pollakiuria, rash, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient had need for additional surgery. Complication during insertion -no problems with first implant: second implant was blocked due to scarred ostia tissue on left and right sides. (B)(4) is first pregnancy case. The plaintiff experienced another three pregnancy episodes and captured under the cases (B)(4) respectively. Treatment received for pain , bleeding, ectopic pregnancy ,migration, perforation , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. (B)(6) 2010 : ectopic pregnancy test - serum: positive on (B)(6) 2017: final pathologic diagnosis: fallopian tubes, bilateral, partial removal, complete cross section identified. Patient's current weight 185 lbs. ¿concerning the injuries reported in this case, the following ones described: arthralgia, hypoaesthesia, ovarian cyst, ectopic pregnancy, uterine bleeding soft tissues, foreign body. & cnfirming-ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache,back pain, alopecia, pelvic pain, dysmenorrhea and expulsion of essure micor-insert in patient medical record. Lot number 524496 is invalid. Lot number: 624496 manufacture date: 2007/05 expiration date: 2009/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received.event-fallopian tube perforation added. Outcome of event : pain/ pelvic pain , abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia) ,arm pain / legs pain , back area pain/lower back area , abdominal pain, neck pain , pollakiuria, uti was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.